Event description:
The user facility claimed that the video image blacked out during procedure. The procedure was completed with a different, but similar device. No pt injury was reported.

Manufacturer narrative:
The device was forwarded to regulatory affairs for investigation. The investigation results confirmed the user's claim of no video image. There was evidence of fluid invasion/corrosion inside the control body unit, which appeared to have damaged the ccd (charge coupler device), an assembly that processes the image. This report is being submitted as an MDR in an abundance of caution.